Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, before ipl tip secured with screw-in, pacing was carried out via analyzer and impedance was high and ipl failed to capture. The ipl location was changed. An attempt was made to extend the tip, but ipl failed to capture and impedance high. Ipl sensing values stable, lead fracture checked and no issue noted. A new lead was used, and measured at the same site and the data showed no issue. The ipl was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.